Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump received motor error. The customer¿s blood glucose level was 550 mg/dl at the time of the incident. The customer was treated with injections. It was reported that they had motor error alarm and no delivery alarm during bolus. Customer was able to successfully clear the alarm. The customer was able to complete pump rewind. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.